Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, only one angiographic image of poor quality was provided for review and the stent construct or position could not be accurately assessed; therefore, the alleged product issue could not be confirmed.

Event description:
It was reported that after deployment of the fred, the proximal end of the stent appeared to be slightly malapposed to the vessel wall. There was no reported patient injury or additional intervention.